Manufacturer narrative:
The log file was analysed for investigation. Based on the log file entries a cockpit restart was triggered. However, after the cockpit restart was triggered, no entries were logged for approximate 25 minutes regarding the cockpit. This aligns with the reported black out of the screen. Eventually, the device was shut down by the user via the rocker switch. The ventilation was not affected by this issue and was being continued as set until the device shutdown was performed by the user. The log file did not point to a persistent hardware malfunction of the cockpit. The cause of this issue could not be determined. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. The ventilation will not be affected by a restarting cockpit and will be continued as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. In case of an unsuccessful restart of the cockpit, an accompanying audible alarm tone is issued. This alarm is energized independently from the power supply and will last for at least 2 minutes. In case of a permanent inoperable user interface the user cannot adapt ventilation parameters as it may be needed; however, the ventilation will be continued as set. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device alarmed during use on a patient. It was reported that the screen went black and the device stopped ventilating. It was reported that the oxygen saturation of the patient were decreasing however harm of the patient was reported.